Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. However, upon receipt at guidant's reliability assurance laboratory, the device did not meet expected longevity predictions.